Event description:
It was reported that this patient with artificial urinary sphincter (aus) experienced urinary retention. The aus was explanted and replaced. There were no additional patient complications reported.